Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance of the subject device by the technical service engineer, it was found that the abnormal image was occurred. There was no report of patient injury associated with this event. The service department of the olympus india checked the subject device and found that the endoscopic image of the subject device was hazy due to a failure of the printed circuit board.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus india, there was the possibility that this phenomenon was attributed to the failure of the image processing device of the electrical circuit board due to the aging degradation for long-term use. If additional information becomes available, this report will be supplemented.